Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during a vault suspension procedure using a capio open access suturing device, the physician was able to successfully make the first throw. During the second throw, the capio "needle driver got stuck" and "it did not catch." The physician completed the procedure with another capio open access suturing device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device was received with the carrier in the extended position, entering in the center slot and would not retract upon actuation. The extended bent carrier indicated that the carrier may have been stuck during the procedure when the wire form to the hypo tube detached. An x-ray evaluation revealed that the wire form was detached from the ferrule. No welding discrepancies were noted, and the investigation revealed no abnormalities related to the materials of the device. A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The root cause for the event could not be determined.

Event description:
It was reported to boston scientific corporation that during a vault suspension procedure using a capio open access suturing device, the physician was able to successfully make the first throw. During the second throw, the capio "needle driver got stuck" and "it did not catch." The physician completed the procedure with another capio open access suturing device with no complications to the patient, who is reportedly "fine" post-procedure.